Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (iol) was fully inserted when the surgeon noticed the lens was torn. Lens was removed and replaced during the same procedure. A replacement lens is of the same model and diopter, serial number (B)(4). There is no additional surgical intervention required. No further information is available.

Manufacturer narrative:
Corrected data: in review, in the initial MDR, section h6 investigation conclusion code field was inadvertently not populated. Investigation conclusion code 11 should have been provided as at the time of the report the investigation was ongoing. Additional information: section d9: device available for evaluation: yes section d9: return to manufacturer: 2/4/2021. Section h3: device evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. Furthermore, haptic damage (bent) was observed on both haptics but can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.